Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was also reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 700 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.